Event description:
Event description guidant received information that this implantable endocardial lead exhibited noise and oversensing on the rate/sense channel for 3 episodes, all occurring at about 6 to 8 am. The episodes led to 2 non-sustained ventricular tachycardia interpretations and 1 diverted shock, and inhibition of pacing. Initially, it was reported that the noise could not be reproduced but with more aggressive attempts, the noise was able to be reproduced. All lead measurements are within normal range. The physician believes the oversensing is due to diaphragmatic stimulation.